Manufacturer narrative:
Insulin pump received with no button response due to flattened up button dome switch. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's up button was cracked. Customer reported that when he pushed the up button during bolus, the insulin pump seemed to attempt to deliver an additional bolus. Customer did not recall any significant events leading up to the damage. Blood glucose level was not provided. No further information was provided.